Manufacturer narrative:
As reported, an expired flat mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during an open inguinal hernia repair on (B)(6) 2023, an expired flat mesh was inadvertently implanted into the patient. The labeled expiration date on the implant is 28-feb-2023. There was no additional medical treatment provided and the surgeon has no concern for additional surgery.